Event description:
This event is associated with the glow clinical trial. It was reported that a female patient who underwent augmentation surgery with mentor glow study gel devices on (B)(6) 2018. Adverse event # 1 (left side, implant serial number: (B)(6), doi: (B)(6) 2018). During the 7 year follow-up visit the patient reported revision surgery and new implants. The additional event information has been received on 8/7/2025. It was reported by the patient that she had a revision surgery on (B)(6) 2025 due to a capsule contracture. The new implants are not mentor branded. At this time, mentor has received very limited information regarding this event. Should additional information become available, this case will be re-assessed and notes will be updated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture unknown grade. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).